Event description:
It was reported that the patient's pump was being replaced as of the date of this report due to patient having discomfort at the location of the pump. Patient was implanted with a smaller size pump (20ml). Drugs delivered via the device were morphine, clonidine, bupivacaine, baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the event was due to "large uncomfortable pump." The patient required hospitalization due to the event. Non-serious injury/illness was reported.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk; catheter model: 8590-1, lot# n164186, implanted: (B)(6) 2008, explanted: (B)(6) 2012. (B)(4).